Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient could not clear the error message because the check button on the infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated down button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.